Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient got an infection after the valve was implanted. It was also reported that patient's infection was difficult to control, so the patient's valve was explanted. The exact dates of implantation and start of infection are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.